Event description:
Customer reported that a change (reduction) in bolus volume was entered into the pump and apparently registered. However, after the bolus was given, the history was checked and the patient had received the higher volume bolus. There was no adverse event for the patient.